Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was cardiac arrest. The caller stated that the customer had a pacemaker, had chs, copd, pneumonia, infection, stage 3 kidney failure, and was septic. The caller did not know the customer's blood glucose at the time of death; however, the last recorded value was 429 mg/dl on (B)(6) 2017 at 7:20pm. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed returning the insulin pump for analysis, after finding it. The caller did not have the insulin pump at the time of the phone call, therefor, the device information used on this medwatch report is the last known insulin pump to have been issued to the customer.